Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23325. It was reported, the patient experienced ineffective stimulation. Subsequently, the patient underwent surgical intervention on 05/14/2015, where a model 3186 was added to the dual-quattrode system. Effective therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.